Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the device functions to be as specified. The returned data have been analyzed. The available iegms documented the presence of noise in the right ventricular channel in episode 27 from (B)(6) 2020, which led to shock deliveries. However, there was no indication of an ICD malfunction. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
After an implantation period of approx. 46 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped.